Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited chipped light guide lens with adhesive around lens, areas of missing or damaged sealing agent and chipped objective lens with adhesive around lens pinhole. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the most probable cause was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.